Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:strip issue.

Event description:
Consumer reported complaint for lo display. Nurse is calling on behalf of the customer. The customer is concerned with test results from results obtained of lo display. The customer's expected fasting blood glucose test result range is 100 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 176 mg/dl and 157 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is (B)(6) 2016. Nurse stated the customer has not changed anything in her normal daily activities such as diet, exercise, or medications. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Investigation completed and product system evaluated with no defect found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for lo display. Nurse is calling on behalf of the customer. The customer is concerned with test results from results obtained of lo display. The customer's expected fasting blood glucose test result range is 100 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 176 mg/dl and 157 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is 08/26/2016. Nurse stated the customer has not changed anything in her normal daily activities such as diet, exercise, or medications. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:lo, 322mg/dl, 238mg/dl, 244mg/dl, 180mg/dl.